Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device has been explanted and replaced. The device is available for return.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening and observed a split and patch through visual inspection assessed as workmanship. A further investigation is requested. No further actions are required as it is not related to the manufacturing process. A workmanship was observed through [microscopic] inspection not related to the complaint for a (observed split (ss) in patch area,) event. A further investigation is requested. (If applicable) none of the other observations performed during the device analysis (non-penetrating nicks and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device has been explanted and replaced. The device has been returned.

Manufacturer narrative:
Further investigation summary due to workmanship observed during lab analysis: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split (ss) in patch area, it is out of specification per qa 199.04. The workmanship has not relation to reported complaint. Therefore, the reported event was not confirmed. According to the device analysis performed in the laboratory was observed split in patch area (ss), it is out of specification per qa 199.04. The event of rupture was observed, therefore the event is confirmed, however, workmanship has not relation to it. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth (v3.0) was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.